Event description:
The facility reported an infusion pump with a failure code 810:11. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of failure code 810:11 was confirmed. Failure code 810:11 was found 8 times in the event history. Inspection of the pump revealed defective pump head module was replaced. The pump was tested for proper operation and pump found to function properly.